Event description:
The customer reported an error message to turn off the system and recycle the system power. The attempt to reboot resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer cancelled the service call. No add'l svc info is available at this time.